Event description:
A surgical tech reported that following intraocular lens (iol) implant surgery, a pt had unexpected refractive outcome with residual astigmatism. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first of two pts.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2012 and 03/01/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).